Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A review of the downloaded receiver log did not find any data within the investigation window. A "try it" manual test was performed and passed. An intermittent vibration test was performed and the test passed. A communication tool vibration test was performed and it passed. Functional testing was performed and the and there was no failure detected. The receiver case was opened for an internal visual inspection and it passed. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 02/11/2018 that on (B)(4) 2018 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent vibration could not be determined. A root cause could not be determined.